Event description:
The patient claimed that the up and down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad runner was intact. The up arrow and down arrow keypad buttons were intermittently unresponsive and the contrast and ok keys responded appropriately. Evaluation revealed contamination under the contrast, up arrow and down arrow keypad buttons. All of the buttons spring back or click normally.